Event description:
This notification is being reviewed due to a device showing a "vent service required" alarm in regards to an active exhalation control module failure. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.